Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the flex deflectable videoscope exhibited image quality issues. The reported event occurred during a unspecified therapeutic procedure. It was noted that the procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction to h8 (usage of device) from initial use of device to reuse. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, anomalies on the image sensor unit may have led to the subject events ¿(1) image failure (the distal end section, the image disappeared)¿, ¿(2) image failure (the distal end section, b31 error code)¿, and ¿(3) image failure (the distal end section, e218 error code)¿. The probable cause of the anomalies is irregular load to the bending section, leading to the events since chipping on the bending section cover glue of the insertion section was observed. However, it was unable to be specified. The event can be detected by following the instructions for use (IFU): instructions for ltf-s190-10 operation manual chapter 3, ¿preparation and inspection¿ section 3.8¿inspection of the endoscopic system¿, ¿inspection of the endoscope¿. Olympus will continue to monitor field performance for this device.